Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and appendicitis ('suspicion of appendicitis') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization) and appendicitis (seriousness criterion hospitalization). The patient was hospitalized for 3 days. Essure treatment was not changed. At the time of the report, the abdominal pain and appendicitis outcome was unknown. The reporter provided no causality assessment for abdominal pain and appendicitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and appendicitis ('suspicion of appendicitis') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization) and appendicitis (seriousness criterion hospitalization). The patient was hospitalized for 3 days. Essure treatment was not changed. The reporter provided no causality assessment for abdominal pain and appendicitis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.